Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5866-38m adaptor, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the attempted implantable pulse generator (ipg) exhibited a beginning-of-life battery voltage measurement slightly below the recommended voltage. The ipg was disconnected and replaced with a different ipg. No patient complications have been reported as a result of this event.